Event description:
The customer reported that the device failed to shock with the paddles during use on a pt. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.